Event description:
As reported: "when dr drilled the lag screw and removed the drill bit, he noticed metal fragments attached to it. Sales rep inspected the instrument after the procedure but did not find any chips.".

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.